Event description:
The fe reported the system displayed a stator no on situation. This resulted in a black image display at high technique. There is no report of death or serious injury.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.